Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set the sleeve did not function when the tube was removed so that blood splashed on the user. The following information was provided by the initial reporter, translated from german to english: the vein was punctured with the bd safetylok with luer adapter, the holder was connected and the first blood collection tube was connected. When the employee removed the tube after it had been completely filled the rubber membrane (septum) of the luer adapter did not completely enclose the inner mandrel again, the tip now extended out of the membrane. Blood splashed unhindered from the cannula in large volume and hit the user on the upper body, fortunately not in the face.

Manufacturer narrative:
Investigation: bd received both a used and an unopened sample, and a photo from the customer facility for investigation. The used sample and photo were evaluated and the customer's indicated failure mode for sleeve side piercing with the incident lot was observed. The returned unopened sample was evaluated and did not sleeve side piercing. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to sleeve side piercing was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® safety-lok¿ blood collection set the sleeve did not function when the tube was removed so that blood splashed on the user. The following information was provided by the initial reporter, translated from (B)(6) to english: the vein was punctured with the bd safetylok with luer adapter, the holder was connected and the first blood collection tube was connected. When the employee removed the tube - after it had been completely filled - the rubber membrane (septum) of the luer adapter did not completely enclose the inner mandrel again, the tip now extended out of the membrane. Blood splashed unhindered from the cannula in large volume and hit the user on the upper body, fortunately not in the face.